Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during an interventional stenting procedure in a 90% stenosed, mid right coronary artery in a de novo lesion described as eccentric, no tortuosity and mildly calcified; the 2.75 x 15 mm trek rx balloon was prepared per instructions for use and was advanced to the lesion without resistance. The balloon was inflated once to 4 atmospheres and ruptured. The device was removed from the patient without resistance and the lesion was further dilated with a 2.75 x 15mm non-abbott balloon. A 3.0 x 18 mm xience v was implanted to complete the procedure. There was no clinically significant delay in the procedure or adverse patient effect. There was no additional information provided.